Event description:
It was reported that the flow rate was not at 1.5lpm on the arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the flow rate was not at 1.5lpm on the arctic sun device. As per follow up information received via email on 06sep2022, biomed was using two pads to check flow, technician support advised using a shunt line instead for flow checking.